Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the reported issue that the device powers off. The unit was triaged and the customer¿s reported condition was confirmed. The cause of the complaint is due to a printed circuit board failure. Due to the age of the unit it is not being repaired. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would powers off. Unable to verify if the alarm sounded before the device powers off. There was no patient involvement.